Manufacturer narrative:
The insulin pump passed functional testing, including the operating currents test, self-test, error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. No excessive no delivery alarm or no reservoir alarm anomaly noted. The insulin pump had cracked case at display window corners, broken reservoir tube lip, belt clip slot and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a no delivery alarm. Customer's blood glucose was 245 mg/dl. During troubleshooting, customer was assisted in performing a plunger push, 5.0 unit fixed prime and 5.0 unit manual prime and insulin did not exit. Customer was advised that insulin pump would need to be replaced.